Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, five handpieces either worked intermittently or the blade would not retract. The surgeon thought the motor drive unit might have been part of the problem of the insufficient drive. The procedure was completed with the fifth handpiece. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-04677, 2210968-2012-04678, 2210968-2012-04679 and 2210968-2012-04680. The same patient is represented in each medwatch.